Event description:
Customer reported a malfunction on the pump, with no notable events occurring prior to the malfunction. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s level. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.